Event description:
Reports false positive results. Unknown if symptomatic or asymptomatic. Confirmation not performed. No apparent adverse event. Report 4 of 6.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. Some devices yielded faint positive results at the 10 minute read time. Root cause: duplicated with returns. Source: email.